Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion and percutaneous vertebroplasty (t12; fusion range is t12-l1) for vertebral fracture on (B)(6) 2023. In the surgery, the prime fenestrated screw was inserted on l12 and l1. The cement in question was stirred, viscosity was checked, and cementing was started in approximately 11 minutes. While looking at the image, the injection was started on the right side of t12, but after about 0.5 cc was injected, the injection became like spiderweb on the image, so the surgeon stopped the injection. He thought that the cement had not polymerized sufficiently, so he waited a few minutes before injecting again. No leakage could be seen at this time, but later intraoperative images' frontal and lateral views showed a shadow from the injection vertebral body in a cephalad direction. It is presumed to be intravenous based on its shape, and the cement may have leaked into a blood vessel. The surgery was completed successfully without any surgical delay. The surgeon reviewed the postoperative radiographs and will follow up. Currently, there is no impact on the patient. No further information is available. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s. Lot: 3a53581. Manufacturing site: werk selzach. Supplier: osartis gmbh. Release to warehouse date: 17 jan 2023. Expiration date: 01 jan 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.